Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where the customer reported that there was water and air leakage. Normal saline was uses. It is unknown if there was any patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
D9 - date returned to mfg - 16 may 2025. Investigation summary: the reported complaint of leaks was confirmed on the returned set. During visual inspection, the female luer on the squeeze flush device was observed to have a crack. Crazing was observed around the crack. When the returned set was primed and pressure leak tested, a leak was observed from the crack. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The probable cause of the crack had occurred due to environmental stress cracking during use.